Event description:
Superficial burn noted at left oral commissure after procedure.======================health professional's impression======================unknown- no smoke or spark noted.======================manufacturer response for electrosurgical handpiece, insultated coated tip and pencil======================we asked covdien to come and discuss electrosurgical equipment usage. We wanted to look for quality improvement opportunities.